Event description:
The hcp reported that drug aspirated during two refills was noted to be less than expected and overinfusion is suspected. At last refill, no drug was left in reservoir. Pump was refilled and checked again after one week. At that time, 10 cc remained in the pump, when 36 cc were expected. The pt has not exhibited any signs of overdose. The pump was replaced with a similar device in 2006. A follow-up report will be sent when additional info becomes available.